Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). Elevated creatinine values were also reportedly experienced with quality controls. Control measurements were performed and the issue could reportedly be reproduced. The cell cover was adjusted due to reported potential contamination from the cover's displacement. Further quality control tests performed after the adjustment reportedly verified resolution of the issue. The investigation is ongoing.

Event description:
The initial reporter alleged they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 303 analytical unit. Based on the initial creatinine result, the patient was allegedly mis-diagnosed, leading to inappropriate treatment. The sample was reported to have initially resulted in a creatinine value of 1.71 mg/dl. Based on the result, the patient was allegedly diagnosed with renal dysfunction and diuretic administration was decided. It was reported the physician temporarily increased the dosage of diuretic lasix from 2 mg./kg./day to 4 mg./kg./day based on the elevated creatinine result. The sample was repeated and the creatinine result was reportedly 0.3 mg/dl. It was reported that this value was the same as the patient's previous result. After the sample was repeated, the patient's lasix medication was reported to be reduced back down to 2 mg./kg./day. The hospital reportedly evaluated the case as a case requiring simple procedures or treatments such as disinfection, poultices, skin suturing, or administration of painkillers. Specific details of treatment were not disclosed.

Manufacturer narrative:
The investigation determined that the issue was caused by the mis-alignment of the cell cover, leading to cross-contamination between reaction cells. The issue was resolved by the adjustment of the cover.